Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose levels and motor error with their insulin pump. The customer's blood glucose level at the time of incident was 438mg/dl. The customer states they had eaten and were unable to treat. The customer was assisted with troubleshoot. The device passed the displacement and self-test. The customer was advised to conduct entire infusion set change, and to monitor the device. The customer was advised to call back if issues persist.